Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. When the catheter was inserted in the sheath, a lot of air bubbles were observed by the physician. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The faradrive steerable sheath clear was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the device underwent visual inspection, and no abnormalities were found. The sheath was tested for leaks and failed leak testing. The device was examined on the microscope and a tear in the outer valve was observed, indicating that it was unlikely to seal properly. Based on all available information, the "cause traced to component failure" conclusion code was selected for the allegation of visible air/bubbles.

Event description:
It was reported that during preparation for a procedure a faradrive steerable sheath clear was selected for use. When the catheter was inserted in the sheath, a lot of air bubbles were observed by the physician on the aspiration syringe. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.